Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The service technician in charge verified that the device tripped the mains power when the cooling compressor had started pointing to a defective compressor as root cause of the reported issue. In addition a bubbling sound could be heard from the patient tank suggesting a leak of coolant. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t shutdown during a service activity. There was no patient involvement.

Manufacturer narrative:
H.10: the affected device was returned back to the manufacturer site for investigation. The root cause cause was a damaged compressor.

Event description:
See initial report.